Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) went evaluate the iabp unit and saw that it had been pulled from service and brought down to customer's biomed shop. On the initial investigation it showed that the unit failed the power test routine and has a critical alarm, no display. To fix the issue the fse replaced the unit's power supply and unit now powers on, but displays electrical test fails code # 50. Replaced the motor control board and powered unit back on. Unit now passes power up test routine and performs to factory specifications. Performed all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown while transporting a patient. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d1, g1(contact person).